Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while in the biomed department, the cardiosave intra-aortic balloon pump (iabp) had a constant alarm. There was no patient involvement.

Event description:
It was reported while in the biomed department, the cardiosave intra-aortic balloon pump (iabp) had a constant alarm. The screen shutting off and alarming when the control cable is shaken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. When evaluating the unit, the fse was unable to get further details and no errors were found in the logs. However, the fse noticed the screen shutting off and alarming when the control cable was shaken. In order to fix the issue, the fse replaced the control cable and tested it. The unit passed all functional and safety test to factory specifications. The unit was returned to customer and cleared for clinical use.